Event description:
Device 1 of 4. Reference MFR. Report#: 1627487-2015-23067, reference MFR. Report#: 1627487-2015-23068, reference MFR. Report#: 1627487-2015-23069. The patient has 2 model 3169 leads (for off-label use from the same lot) implanted as part of her scs system. It was reported the patient experienced auto-reducing. Diagnostic testing revealed high impedance reading on multiple lead contacts. The sjm representative was able to temporarily recapture stimulation for the patient. Subsequently, the patient underwent surgical intervention on (B)(6) 2015. During the procedure, the physician replaced one of the model 3169 leads and both model 3166 leads due to fractures. The patient's model 3346 extension was also explanted and replaced. In addition, the physician electively relocated the patient's ipg. The patient reported effective stimulation therapy postoperative.

Event description:
Device 1 of 5. Reference MFR. Report#: 1627487-2015-23067, reference MFR. Report#: 1627487-2015-23068, reference MFR. Report#: 1627487-2015-23069, reference MFR. Report#: 1627487-2015-23139. After further review it was determined during a previous lead revision (reference MFR. Report#: 1627487-2014-05050) . One of the model 3169 leads were explanted and replaced. The replacement lead is being reported as device 5.

Manufacturer narrative:
Report source is company representative, not consumer as previously indicated. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.